Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced with a 18cm x 9.5 mm ipp due to the device not working. No further patient complications were reported in relation to this event. Further information was requested but not yet received.